Event description:
Pt with status post c6-7 anterior cervical diskectomy and fusion in 1998, with a synthes plate. Pt had a back-out of right c7 screw as well as suspected pseudoarthrosis. The pt was admitted for removal of the cervical plate, exploration of the fusion and redo-fusion of pseudoarthrosis is confirmed. Both c6 screws had fractures. The heads of the screws had fractures from the shaft of the screw. The right c7 screw had backed- out partially. The left c7 screw was loose. A pseudoarthrosis was confirmed.